Event description:
It was reported that the right ventricular (rv) lead had an insulation failure. The lead indicated oversensing and noise that could be reproduced with isometrics. The lead was capped and replaced. No patient complications have been reported as a result of this event.